Event description:
It was reported the magnet mode of the device was not functioning. Also there was a sudden drop in battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. The analyst commented that the device magnet rate was 85 beats per minute. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies found. The analyst commented that cannot analyze magnet test issues via a save to disk file.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. The analyst commented that the device magnet rate was 85 beats per minute.